Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the malfunction was caused by damage to the charged coupled device (ccd) unit, which resulted in image noise. Additionally, corrosion of the c-cover was attributed to component failure. However, the cause of the foreign objects found on the connecting tube and light guide (lg) lens could not be established. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited image noise, corroded c-cover and foreign objects were found on connecting tube and the light guide (lg) lens. There was no patient involvement.